Manufacturer narrative:
Result of investigation: investigation analysis determined the root cause as user error due to lack of following repair instructions. After providing guidance to the customer, the alarm 325 - "epc does not rotate correctly" disappeared.

Manufacturer narrative:
Vyaire identification number: (B)(4). The logfile shows that the machine also experienced other errors such as tf300 (device in failsafe) and tf387 (no o2 dosing possible). Upon inspection, it was detected that the tubing inside the main electronic was improperly routed and was obstructing the epc fan rotation. The technical support team placed the tube properly. The unit was reassembled and tested for 3 hours without any issues. The device issue was resolved and the unit was repaired successfully. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the bellavista 1000 had an error tf325 (epc fan does not rotate correctly). It was reported that ventilator is not connected on a patient during the event.